Manufacturer narrative:
B3: date of event estimated. H6: medical device problem code 2017 - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a prostyle device felt different when deploying. The device had a failure of the foot to properly close. The device was removed against resistance. The sheath was upsized. A surgical cut down was performed and the evar procedure was completed. Hemostasis was achieved with surgical suturing. There was a reported clinically significant delay in the procedure. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. The cause of the reported difficulties and subsequent treatment appear to be related to procedure circumstance. In this case, it is likely the foot interacted with vessel or vessel tissue during opening and closing of the foot causing the foot to surf distally and become dislodged from the guide inducing the difficulty to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties with the device.